Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted regarding an advisory issued on this model device. During analysis it was identified that this device exhibited premature battery depletion.